Manufacturer narrative:
The patient was implanted with dual magec rods, and it was alleged the 4.5mm x 90mm standard rod was broken after almost tow (2) years of implantation. The surgeon decided to remove both magec rods on (B)(6) 2016; however, the 5.5mm x 90mm standard rod was fully functional. The patient was implanted with new dual magec rods without further incident. To date, the patient is doing fine and no negative outcomes have been reported. Preliminary evaluation results revealed that the standard rod broke at a solid section at the end cap portion of the rod. It was reported that the patient was active, which may have contributed to the alleged breakage. The rod was able to be retracted and distracted when tested with a hand magnet tool. DHR review confirmed that the device met all of the required quality inspections, and was released within specifications.

Event description:
A distributor reported that a surgeon alleged that a patient's magec rod broke after almost two (2) years of implantation.

Manufacturer narrative:
.